Event description:
It was reported that the unit displays a blank screen and alarms when powering up. There was no patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found both tamper seals missing, broken /missing screw boss by the power cord clamp retainer on bottom case, cracked right plunger case and visible contamination. There was no evidence of the reported problem as they were unable to access the error log. The customer reported problem was duplicated as the device power up with constant alarm and with no display. It was found that the pump failed to update after successfully downloading the package. For corrective action the software was uploaded from base unit (interconnect board) to head unit (main board) by performing power point process. The root cause of the reported problem was undetermined. However customer could not execute the procedure correctly due to incorrect directions. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 4000.